Event description:
It is reported that a customer experienced high blood glucose of 478 mg/dl. The customer was treated for the high blood glucose with a food and a bolus. The customer was informed that there could be many reasons for high blood glucose. The customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The customer was assisted with troubleshooting and found that the reservoir needed to be changed. A new reservoir was sent to the customer. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.